Manufacturer narrative:
(B)(4). Two endobronchial tubes were returned for evaluation. Visual inspection and performance testing was performed, and both devices were found to function as intended. The customer reported malfunction could not be verified on the returned samples.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing prior to use, the nurse inflated the endobronchial tube cuff, but was unable to deflate it. There was no patient involvement.